Manufacturer narrative:
Correction of .section d4 - lot no 32463227 and expiration date 2022-10-15 removed and replaced with asku.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset resulting in high blood glucose levels. The patient went to hospital due to high blood glucose levels. However, at the hospital, a value of 120 mg/dl was measured. There is no information if the patient received any treatment. The patient spent a few hours in hospital.